Manufacturer narrative:
The insulin pump passed the functional tests. The insulin pump was received with a blank display due to corroded battery cap contact. No blank display was noted after testing with a non-corroded battery cap.

Event description:
The customer called to report failed battery and weak battery alarms followed by a blank display. The customer also reported a grinding noise when tightening the battery cap. Troubleshooting was performed. The customer cleaned the battery cap due to some corrosion. The customer later called to report blood glucose levels above 600 mg/dl. The customer did not want to troubleshoot further. The customer wanted the insulin pump replaced. Nothing further was reported.